Event description:
Event description guidant received information from this patient that multiple fainting spells were experienced over several months secondary to programming changes that were made to the device. The device was reprogrammed and the patient reports no further symptoms.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. Initial analysis revealed that this product exhibited a system reset. This report will be updated upon completion of analysis.

Event description:
Boston scientifc received information from this patient that multiple fainting spells were experienced over several months secondary to programming changes that were made to the device. The device was reprogrammed and the patient reports no further symptoms. Additional information indicates that this device was explanted for normal battery depletion (nbd) six years later. No further allegation have been received since this event and issue was resolved as time of event.